Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint 78027, after clinical procedure, patient experienced failure of implant to osseointegrate.

Manufacturer narrative:
Patient's weight is unknown. Lot and part information is unknown. If additional information becomes available a supplementary report will be submitted. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted. PMA/510(k) - not applicable.